Event description:
The patient contacted animas alleging the pump was self-rebooting. The patient reported that the alleged issue first occurred on (B)(6) 2011. The patient claimed the pump began to alarm and when she viewed the pump's display, the verify screen was showing. The patient stated she disconnected from the pump and replaced both the pump's battery and cartridge. The patient confirmed she then successfully completed rewind, load and prime steps; however, the alleged issue occurred again on the early morning of (B)(6) 2011. The patient reported that the pump began alarming again and when she viewed the pump's display she saw an hour glass and then the verify screen. At the time of troubleshooting, the patient confirmed there were no visible cracks to pump's casing and battery cap was in good condition and secured to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed the pump entered a power reboot cycle on (B)(6) 2011 at 5:09 am; the pump was primed at 5:20 am. The pump was exercised for 24 hours without interruptions. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.